Manufacturer narrative:
Patient's information requested, and all available information is included. No device or event logs will be returned for investigation.

Event description:
Customer reported a hydromorphone over infusion event. Pt had returned from or and pca module was set up in pacu for pca hydromorphone. At 18:39, nurse noted second syringe was empty. At 20:50, pt was unresponsive, required narcan and transfer to ICU. Pt returned to baseline following medical intervention. Internal investigation at the facility concluded the event was due to a programming error. The customer indicated they did not find any problem with the device itself.